Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted with a proglide device. Reportedly, the device could not be inserted. Another attempt was made with the same device; however, remained unsuccessful. A new proglide device was used to achieve hemostasis. As a result of the proglide difficulty, four milliliters of blood loss occurred. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to insert the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of hemorrhage is listed in the electronic proglide instructions for use as a known adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.